Event description:
Patient reported obtaining back-to-back blood glucose results of 477 mg/dl and 195 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect test strips. Technical support requested the return of the suspect product replacement product was shipped.